Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team received an "electrode temperature error" on the ngen system and it was flashing red on the ngen console port. To troubleshoot, the team reseated the q dot eco cable and the issue was resolved. The procedure was continued. However, the medical team stated that "as soon as they came on ablation, the force vector would point in all the wrong directions and the force readings would be inaccurate." The physician took the ablation catheter out and it looked like there was blood in the inner lumen of the catheter. The catheter was replaced, the issue was resolved, and the procedure was continued. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, screening test, and temperature and impedance test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device [31167627l] number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the force and temperature issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).